Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - (B)(6). G.1 - manufacturing site contact - (B)(6). G.1 - reporting office- becton dickinson and company bd biosciences. H6. Investigation summary: based on the investigation results, the reported issue that product 342447, lot 33201 had high cell absolute counts (lot to lot variation, high signal) was confirmed, but with no product failure based on the retain sample testing. Customer provided data showed flow cytometry results with high cd3+, cd3+cd8+ and cd3+cd4+ populations absolute counts. Investigation results that were performed on the indicated failure mode were the following: 1. Bhr review. 2. Complaint history. 3. Retain sample testing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd multitiest¿ that there was erroneous results. The following information was provided by the initial reporter: high cell absolute count is reported by the fse.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd multitiest¿ that there was erroneous results. The following information was provided by the initial reporter: high cell absolute count is reported by the fse